Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head falls off while I¿m brushing my teeth - oral-b [device breakage]. It wasn't the original - oral-b [suspected counterfeit product]. Case narrative: consumer via social media stated that the oral-b toothbrush head fell off of the oral-b toothbrush handle while they brushed their teeth and that it was not the original. No injury was reported.